Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: allergic reaction requiring medication. Device issue: no device malfunction has been reported. It was reported that in 2009, a 2.75 x 12 mm rx xience v stent was implanted in the 95% stenosed, proximal rca lesion. However, two days later, the pt began developing a maculopapular skin rash (allergic reaction), which required prolonged hospitalization and treatment with medications. Reportedly, the physician believes that the allergic reaction was probably drug (aspirin) induced; however, everolimus couldn't be ruled out. The allergic reaction resolved the following day. No additional event or pt info is available.

Manufacturer narrative:
Allergic reaction, as noted in the xience v instructions for use (IFU) and risk assessment matrix, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. It should be noted that the IFU states that the xience v stent is contraindicated for use in pts with "hypersensitivity or contraindication to everolimus, cobalt, chromium, nickel, tungsten, acrylic, and fluoro-polymers." Additionally, hospitalization is listed in the risk assessment matrix as a no-fault post-procedure complication. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency.